Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer stated that there is a lag time between the enlite sensor and his blood glucose of 10-15 minutes. Customer stated that his sensor read low at 40 mg/dl but his blood glucose was 120 mg/dl. Customer was advised that it is not recommended to use an expired sensor. Customer stated that he was unable to upload to carelink currently. Customer performed the test plug procedure and passed. Customer stated that he just started using the continuous glucose monitoring system today and he has not used the pump. Customer stated that he received the pump a year ago but it has been sitting in the closet for the past year. Customer also had a sensor error alert. Customer was assisted with making sure that the pump was communicating with the continuous monitoring system. Customer was advised to remove the sensor and that the sensor will be replaced.